Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter adapter assembly. Upon initial inspection of the received unit, it was found that the unit was broken in half just below the metal wedge confirming your reported defect. During the microscopic evaluation, the device did not reveal any signs of impact or misuse. Therefore, it is unlikely that the damage was related to manufacturing or misuse. The damage could have occurred during shipping and handling but without the packaging it could not be investigated further. Bd was unable to identify a root cause. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc IV catheter the hub was cracked and blood leakage occurred. There was no reported patient impact. The following information was provided by the initial reporter: the nurse was starting the IV and the insertion appeared to be going well, but when the needle was withdrawn, blood started leaking from the side of the hub. When it was removed, the crack was noted in the side of the catheter hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd insyte¿ autoguard¿ bc IV catheter the hub was cracked and blood leakage occurred. There was no reported patient impact. The following information was provided by the initial reporter: the nurse was starting the IV and the insertion appeared to be going well, but when the needle was withdrawn, blood started leaking from the side of the hub. When it was removed, the crack was noted in the side of the catheter hub.